Event description:
To include the patient results.

Manufacturer narrative:
The sample was collected in a nahep plasma tube and cetrifuged for 3 minutes at 5145 rpm. Qc performed within the customer's established limits at the time of the event. A system check performed on (B)(6) 2011 passed within instrument specifications. A bec field service engineer (fse) performed a passing system check and a passing high sensitivity system check within instrument specifications before initiating repairs. Fse was not able to detect any issues after a visual inspection of the instrument. Fse verified instrument operation per established procedures and the results met published performance specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory and questioned by the physician within 1 hour or reporting the result. The sample was repeated on the same instrument and an alternate instrument and lower results within the normal reference range was obtained. A second sample was also tested on an alternate unit and lower result within the normal reference range was obtained. Affect to patient or treatment is unknown as this information was unavailable to the customer.